Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements in the 146 ohms range. Boston scientific technical services (ts) discussed programming options. The physician planned to increase the alert value for the remote home monitoring system to greater than 200 ohms and continue monitoring. The device remains in service. No adverse patient effects were reported.